Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 30 mg/ml at an unknown dose and bupivacaine 24 mg/ml at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the system was explanted due to meningitis/infection, and the customer discarded the device. It was unknown if the device was replaced with a product from [the device manufacturer]. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. There were no applicable diagnostics/troubleshooting performed. There were no [additional] actions/interventions taken to resolve the issue. It was unknown if the issue was resolved. However, it was noted that the patient¿s status was alive ¿ no injury. The patient¿s medical history was unavailable. The patient¿s weight was unknown/unavailable. It was unknown when the event occurred. There were no further complications reported.